Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two mentor memorygel breast implant prostheses (right: 375cc, left:350cc) and suffered several unexplained systemic symptoms, including migraines, joint pain, feeling old, no energy, rashes, vision problems, nail fungus, brittle nails, brain fog, anxiety, depression, and nasal drip. No device issue was reported. The patient had a consultation with a healthcare professional. However, the root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2009 based on available information. This report is for the left-sided prosthesis.